Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the cap was opening during centrifugation. This occurred once the following information was provided by the initial reporter. Cap opening during centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout (decapping) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout (decapping). Bd has initiated further root cause investigation relating to the issue of stopper creepout (decapping) through corrective and preventive actions.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes the cap was opening during centrifugation. This occurred once. The following information was provided by the initial reporter. Cap opening during centrifugation.